Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto CPAP. The manufacturer received information from the patient alleging staph infection around their mouth. Medical intervention included going to an urgent care and being prescribed keflex and neosporin. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a remstar auto a-flex. The manufacturer received information from the patient alleging staph infection around their mouth. Medical intervention included going to an urgent care and being prescribed keflex and neosporin. The manufacturer was made aware of this complaint through a representative of the customer. Follow up: the device was visually inspected by a third party service center. The service technician reported no foam degradation found.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a remstar auto a-flex. The manufacturer received information from the patient alleging staph infection around their mouth. Medical intervention included going to an urgent care and being prescrived keflex and neosporin. The manufacturer was made aware of this complaint through a representative of the customer. The device was visually inspected by a third party service center. The service technician reported no foam degradation found. Correction: in reference to the clinical assessment, he reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Based on available information at this time, the alleged harms are assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. No further action is required. Correction made to sections b and h to reflect this correction.